Event description:
During a laparoscopic cholecystectomy, the endo bag ripped as bag was being withdrawn from the patient, spilling the contents of the bag (gallstones) into the patient's peritoneal cavity. Peritoneal cavity was contaminated and this prolonged the surgery.